Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: b5, d8, e2, e3, h3, h4, and h6. The device was returned to olympus for inspection, and the customer's complaint of a broken component was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the parts broke off the coupler side, which connects to the camera, due to improper handling and application of excessive force, impact to the device like a fall, shock, or similar stress. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was supplied by the customer. The date the customer observed the issue was unknown. The failure occurred after the procedure. The name of the procedure was unknown. There was no delay in the procedure due to the reported event. The procedure was completed. The procedure was completed with another similar device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope "oes elite", 4 mm, 70°, hd, autoclavable displayed a broken component. There were no reports of patient harm.